Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the connector block was broken, and it was additionally noted that the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. B)(4).

Event description:
It was reported that the external pulse generator's (epg) connector block was broken. The epg was returned for repair. There was no patient involvement.